Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after initial implant. It was later explanted and replaced with a competitor lead. To date, no adverse patient effects have been reported.